Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation the reported issue was confirmed, the locking mechanism was not locking causing the pins to be exposed. The front scope plug was found broken. The device was serviced and returned to the user facility. The user facility reported that the issue occurred during the procedure and there was no patient harm. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the output connector is broken and the scope cannot be connected to the light source. No patient involvement was reported. No additional information has been obtained.

Manufacturer narrative:
A device history record (DHR) did not find any defects or nonconformities. All records indicate that the device was manufactured in accordance with all applicable procedures. The root cause was not identified. The probable cause of the reported issue is that it was caused by the application of excessive force to the scope socket during the scope connection. Instruction for use state: do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. If additional information is obtained a supplemental report will be filed.